Event description:
Lobectomy procedure. Slc55g dlu was loaded with slcr55g reload and was fired. Device had an incomplete firing and left the knife blade exposed. Additional dlu's and reloads were used to complete the case.